Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient reported they used to get a lot of utis, but they didn't have one at the time of the report. The patient reported their buttocks was sore, so they wanted to apply ice. Contributing factors and actions/interventions were unknown. It was reported the issue was unresolved at the time of the report. Additional information was received from the patient. They reported they thought they had a uti because they woke up sick. They were nauseated, dizzy, and having night sweats. They were referred to their clinician and the patient reported they were there to see them the morning of the report. Contributing factors, actions/interventions, and resolution were unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.